Event description:
The customer's daughter reported via phone call that the customer was hospitalized due to high blood glucose levels. The customer's blood glucose reached over 600 mg/dl. The caller stated that the customer had taken carbohydrates but vomited it all up. She treated using the insulin pump and manual injection. The customer's blood glucose was 311 mg/dl during the 911 call. The customer took the insulin pump off by the 911 call. The customer had had intermittent issues with allergies leading up to the event. The customer's most recent blood glucose was 432 mg/dl. The alarm history showed a no delivery alarm that occurred during the afternoon of the event, and the customer had been unaware of the alarm. She was unable to inspect the infusion set. She declined the high pressure test. She was advised to change the entire set and treat per doctor's instruction. The customer was using expired infusion sets. She was advised to call back if the unexplained high blood glucose persisted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.